Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support reporting elevated blood glucose levels and an inability to proceed with meal announcements. The patient was instructed to check the alarms tab and confirmed the presence of an insulin occlusion alert. Assistance was offered to guide the patient through changing the cd infusion set; however, the patient reported being unable to complete the change independently due to reduced sensation in their hands and stated that no one was available at that time to help. The patient planned to call back once assistance was available. During the event, blood glucose levels were reported to be elevated, with a highest recorded value of 238 mg/dl, and remained out of range for approximately two hours. The blood glucose levels could not be corrected at that time. No high or low blood glucose alerts were reported from the device. No medical intervention was required. The patient reported no symptoms during the event. Non-medical assistance was anticipated from a household member out of kindness, though assistance was not available during the initial call. The patient later called back and reported that blood glucose levels had stabilized following a supply change. The patient also indicated they were running low on supplies, and a replacement order was issued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.